Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the o ring is off of the insulin pump. Customer's blood glucose was 396 mg/dl at the time of incident and customer indicated that it went very high. Troubleshooting found that the retention ring is off of the reservoir. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had no rewind anomalies noted during testing. The device passed rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement, active current measurement, and self test. Unable to perform displacement test and occlusion test due to a missing retainer. The device had a scratched casing, minor scratches on lcd window, scratches on the display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, cracked case battery tube area, severely faded serial number label, and slightly peeled serial number label.